Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, there was an intermittent power issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 12/20/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: black box shows multiple unexplained power on reset event on (B)(6) 2016. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap is undamaged and able to fit securely. Moisture corrosion is observed in the battery canister and on the battery cap, leak test failed due a battery compartment leak. The pump powers up correctly, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring..¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. Unable to duplicate ¿power¿ complaint. The pump¿s cover was removed, further moisture corrosion was found to the display screen, and to the power printed circuit board.